Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, prime and excessive no delivery test. No excessive delivery alarm noted. The insulin pump received with normal operating currents. The battery icon functioning properly. No unexpected failed battery test, bad battery and battery out limit alarm noted. However, an alarm noted due to corrupted history file.

Event description:
Customer reported that he had unexplained high blood glucose of over 600 mg/dl. Paramedics where called to assist customer at home for high blood glucose. Customer stated that his blood glucose dropped to 27 mg/dl while the paramedics still at home and he was treated. Nothing further was reported.